Event description:
The customer contact reported a delay in critical therapy following an alarm condition. On an unspecified date and time, an unspecified channel of the device was programmed to deliver an unspecified concentration of dobutamine and the delivery was started. No specific programming parameters were provided. After an unspecified time the nurse reported the device alarmed multiple times throughout the day for proximal occlusion. After an unspecified length of time, the nurse replaced the tubing set. Therapy was resumed using a replacement device. Although there was potential for serious injury, there were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.